Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was not confirmed. The evaluation revealed the following findings: air water-cylinder had discoloration; suction-cylinder had discoloration; due to damage on ultrasonic probe, the number of missing element exceeded the standard value; due to damage on acoustic lens the displayed ultrasound image was defective; acoustic lens was damaged; adhesive on bending section cover (a-rubber) was detached; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrovideoscope exhibited a gray shadow on the right side. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "instructions. Evis exera ii ultrasound gastrovideoscope. Olympus gf type uct180. Important information ¿ please read before use. Precautions. [Warning]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.